Manufacturer narrative:
E1: patient city: (B)(6), patient country: poland. E1: name:(B)(6), country: united states of america, street: (B)(6). Based on the available information, this event is deemed to be reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient faced an event where they mentioned that the infusion set bent cannula and high blood glucose for which no treatment was given on (B)(6) 2026.